Event description:
It was reported, the device had an image problem and e224 communication error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields: h4, h6, h10, g3. The device was returned to olympus for inspection, and the reported failure was confirmed. The device had an "e224 communication error" displayed on the monitor was due to a faulty cable, but the image was present. A definitive root cause could not be identified. Based on the investigation's results, the following likely led to the malfunction: the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the device had an image problem and e224 communication error. There were no reports of patient harm.